Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, serial/lot #: (B)(4), ubd: 08-dec-2012, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 01-feb-2015, UDI#: (B)(4). Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that in 2017, the patient had two leads taken out and two leads put in because the leads were hurting the patient, and one lead was getting really heated and was defective. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient's canadian care team could not provide any clarity aside from that the replacement took place in the united states of america.

Manufacturer narrative:
Continuation of d11: product ID 3888-56 lot# v186322 implanted: (B)(6) 2009 explanted: (B)(6) 2017 product type lead; product ID 3888-56 lot# v641568 implanted: (B)(6) 2011 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that in 2017 or 2018 his pain so horrible and he was unable to sit/stand/walk. The patient said that his leads were pinching him and he couldn't get help in canada so in 2018 or 2019 he went to chicago and had 2 of his 4 leads removed. It was also noted that the patient has had 2 strokes that were unrelated to their device.